Event description:
It was reported that the patients skin was very thin over the battery causing irritation at the implant site. It was also noted that the patient developed infection at the implantable pulse generator (ipg) site, where patient experienced soreness near the pocket site. The infection was not device nor procedure related. Antibiotics were prescribed. The patient underwent ipg explant procedure and was doing well postoperatively. The explanted device was not released by the facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.